Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker detected low out-of-range impedance measurements on both the right atrial (ra) lead and right ventricular (rv) lead. The low impedances are known and chronic. As a result of the low impedance measurements, the device lead safety switched from bipolar to unipolar. This resulted in myopotential oversensing. Boston scientific technical services (ts) recommended replacing both leads. As of today the device was reprogrammed and remains in service.